Manufacturer narrative:
No patient information provided to date after calling customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The reported event was troubleshot with the customer. It was recommended to replace the anesthesia control board.

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient harm.